Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation.

Event description:
It was reported by a conmed country contact on behalf of the facility that the (B)(4)blade was dull during a hallux procedure. The issue repeated with 4 blades of the same lot during the procedure which allegedly caused "damage to the bone". To date additional information regarding the patient status and procedure has not been made available although a request has been made to the user facility. Although no injury to patient or user was reported, this report is being raised as an injury due to the statement from the user of "damage to the bone" caused by a malfunction of the device.

Manufacturer narrative:
The evaluation of the blades returned from the user were found to be new devices. The original, used devices were not returned for evaluation. An examination of the blades was performed and the devices were found to have met specification. No discrepancies with the devices could be located. A review of the manufacturing documents verified the device was produced per current and approved procedures and material specifications. Non-conformances regarding the product's identity, quality, safety, effectiveness or performance were not identified at the time of manufacture. A review of this lot number, with (B)(4) pieces manufactured, showed no other complaint for this lot product and failure mode. (B)(4). It is good medical practice to inspect and/or test equipment prior to use. This issue will continue to be monitored through the complaint system to assure patient safety.